Manufacturer narrative:
Concomitant product UDI for cuff is (B)(4). Concomitant product UDI for pump is (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that the patient's artificial urinary sphincter (aus) was not functioning properly. During a surgical procedure, a hole was identified in the balloon. The aus was removed and replaced. No additional information was provided.